Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the diagonal branch. After a non-bsc guide extension catheter was advanced, a 2.25 x 8 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon visualization, it was noted that the stent was no longer on the stent delivery system but was stuck inside the non-bsc guide extension catheter. Subsequently, the stent delivery balloon was inflated and the stent was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.